Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone tip on the hemopro jaws came loose. Case was finished with 2nd device. There was a slight procedural delay due to having to get a new kit and get it opened/reconnected. Patient was not injured.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID#: (B)(4). The lot # 3000345736 history record review was completed. There were ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text: device not returned.